Manufacturer narrative:
Conclusion: difficulties advancing the delivery catheter system (dcs) is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was reported that the patient presented with annular calcification. This indicates the probable cause of the advancement issues was patient anatomy. However, with the limited information available, the cause of the difficulty advancing the dcs could not be determined and a relationship to the dcs cannot be established. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. It was reported that additional force was applied to advance the dcs which indicates misuse. The device instructions for use (IFU) instructs that if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In this case, a conclusive cause could not be determined from the limited information available and the potential relationship to the dcs cannot be established. Ventricular fibrillation is generally a result of known potential adverse effects per device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. Conduction disturbances are known potential adverse effects per the IFU. Based on the limited information available, an assignable root cause of the cardiac arrest and ventricular fibrillation cannot be determined and the relationship to the device could not be established. Vascular access related complications, such as rupture, are known potential adverse patient effects per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the rupture cannot be determined and a relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Additionally, a number of factors can affect the creation of thrombus (blood clot), including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. Based on the limited information available, an assignable root cause of the event cannot be determined and no relationship to the dcs could be established. Death is also a known potential adverse effect per device IFU. With the limited information available, a relationship between the device and the death could not be established. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was reported that the patient had a possible sievers bicuspid anatomy due to annular calcification between the right coronary cusp (rcc) and left coronary cusp (lcc), a possible ventricular septal defect (vsd) below the non-coronary cusp (ncc) and an aortic root angle of 48 degrees. During the valve implant, as the delivery catheter system (dcs) was crossing a sharp bend at the top of the aortic arch, the dcs became difficult to advance and was reported to have been stuck. The physician applied additional forward pressure to the dcs, which then advanced the dcs across the bend into the ascending aorta. The dcs was advanced until the marker band was at the mid-pigtail catheter mark. The patient¿s pressure was reported to be low, in the 30s and 40s. The valve was quickly deployed. Following deployment, the patient¿s pressures remained low. Cardiopulmonary resuscitation (CPR) was initiated. The patient went into ventricular fibrillation and was shocked several times as a result. Transthoracic echocardiogram (tte) identified a possible pericardial effusion. The procedure was converted to an open surgical procedure, however the cardiac surgeon was unable to locate an effusion. The physician did report a rupture from the top of the aortic arch slightly distal to the left subclavian to the innominate artery. The patient was intubated and placed on cardiopulmonary bypass. A medtronic graft was used to repair the rupture. The patient was attempted to be taken off cardiopulmonary bypass, however the patient's pressures continued to be low, therefore the patient was place back on bypass. On transesophageal echocardiogram (tee), a large thrombus in the left atrium was identified and was removed by the surgeon. It was also noted that the graft that was just implanted was also clotting. The patient¿s act (activated clotting time) levels were checked several times and were in the desired range. It is unknown if the patient had a clotting disorder. The valve functioned normally throughout all the complications. Later that night following surgery, the patient died as a result of the complications. The exact cause of the aortic arch rupture is unknown. It was suspected that the bend in the arch that caused the physician to push harder than normal to advance the dcs would have added extra pressure to the aortic arch, which could have caused or contributed to the rupture. The physician also suspected the patient might have had a connective tissue disorder due to the native bicuspid aortic valve. An autopsy was not performed.